Event description:
It was reported that the customer was receiving repeating no delivery alarms that led to a motor error alarm on the insulin pump. Customer has not checked their blood glucose level as necessary as needed because of the steroids, but stated that he is under 200 mg/dl. Customer went through the rewind and saw the drops. Customer reported that he was unable to troubleshoot at the time of the call. Supplies were not changed, only re-primed. Customer would like to return the set and reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.